Event description:
Dealer stated that the pc board on an irc5po2v concentrator is defective. Per independent repair center statement, the unit was alarming or displaying a red light. The key failures were the pc board being defective and a transformer, short circuit.